Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - record showed no abnormalities related to the reported failure. Failure analysis - the returned unit it has passed all specific functional testing requirements, when unit is properly positioned and put under pressure unit will function properly. The reported complaint is not confirmed . No issue found in the evaluation and device passed the functional testing. The observed condition is likely caused by improper handling / misuse.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the torque knob of the a1059 mayfield modified skull clamp does not function. There was no known patient injury or surgery delay. It was also reported that the device has not been in for preventative maintenance since 2017.